Event description:
Reporter alleged obtaining a result of 332 mg/dl on the advantage system compared back to back with a result of 110 mg/dl on the hospital system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that a patient underwent an eye surgical procedure on an unknown date and suture was used. The patient experienced pain on eye movement and the conjunctiva remained red and elevated. At ten days post-operative, the patient developed granulomas at the sites of the suture knots. The patient was given steroid eye drops. By six weeks post-operative, the patient was comfortable and the event was resolved.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.